Event description:
A medtronic representative reported that the surgeon alleged navigation with the fusion navigation system was inaccurate 1mm in the lateral plane. The surgeon performed registration twice. The first time he felt accuracy was off to the left about a millimeter. He did a second trace with better technique and then felt accurate. After proceeding with the case for a while he again felt navigation was 1mm inaccurate in the lateral direction. At this time the surgeon elected to discontinue use of navigation and completed the rest of the functional endoscopic sinus surgery (fess) successfully. No negative impact to patient outcome was reported.

Manufacturer narrative:
A medtronic representative visited the site and tested the system. The system passed all performance and accuracy testing. Unable to duplicate event.

Manufacturer narrative:
The patient identifier is not available from the site.no parts or files have been received by the manufacturer for evaluation.